Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from an unspecified location. This occurred while priming for automated peritoneal dialysis (pd) therapy. The caregiver reported that they ¿had issues with priming and that fluid would leak all over the floor every time¿. It was further reported that "the leak came from the (homechoice) door area¿. Renal therapy services (rts) advised the home patient (hp) to contact their pd nurse regarding the issue. Rts discussed the use of continuous ambulatory peritoneal dialysis with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.